Event description:
It was reported that the patient also had wound dehiscence beginning (B)(6) 2020 and resolving on (B)(6) 2020. Location of the wound was the area of the left anterior thoracotomy scar. The infection values rose gradually and wound swabs showed staphylococcus epidermidis. Despite all efforts to follow a conservative procedure with IV antibiotic therapy lasting several weeks, sufficient wound healing could not be achieved so vacuum assisted closure was installed in the operating room on (B)(6) 2020 and there were regular dressing changes.the vac system was removed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) twisting could not be confirmed as no computed tomography (CT) scans or images were provided for review. The reported low flow alarms could not be confirmed as no log files were provided for review. The account communicated that following the outflow graft revision, the pump¿s flow and power increased. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 19jan2016. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists thromboembolism and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system this document contains the following information: section 4 explains the system monitor's pump flow display and all alarms associated with the system. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 contains information on "preparing the sealed outflow graft." Section 5 explains how to attach the sealed outflow graft to the aorta. Section 5, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked as follows: check the position of the black line on the graft above and below the bend relief. Ensure that the line is straight. -- section 5, "de-airing the pump," cautions the user not to rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked. This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. -- section 6 contains information regarding the recommended anticoagulation therapy, including inr range. -- section 7 contains a table of alarms and the actions associated with each of them. -- care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also available. -- section 5 of this handbook describes the actions to take in the event of a low flow alarm. -- care instructions in regard to preventing infection are provided in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced long lasting low flows and there was decline of lvad power. The patient was admitted to the hospital. A chest CT scan showed a long-term subtotal thrombosis with contrast medium in the outflow graft (ofg). On (B)(6) 2020, an ofg revision operation was performed. The surgeon confirmed the ofg twist. The pump was not exchanged, instead the ofg twist was untwisted and an ofg clip was used for fixation. There was an increase in flow and power after the revision operation.